Event description:
It was reported that during a cholecystectomy, when trying to open the device, the anvil stayed closed on the tissue. The device was converted to open and the device had to be cut off the tissue. Patient's condition was stable.